Event description:
The customer reported that a kv and ma error message displayed on the system. They rebooted the system to complete the case.

Manufacturer narrative:
(B) (4). The ge service rep trouble shot and ordered the universal node pcb and power supply for the unit. He replaced the universal node pcb; power supply on back order. The system has not failed since installation of universal node.